Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * can you please clarify what the patient consequences were? * was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. * was any surgical intervention performed specially re-suturing? Explain --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2025 and suture was sued. It was reported that post op the suture broke. It was reported that the suture was used to sew perineum in the episiotomy operation. And suture broke 5 days after surgery. There were no patient consequences reported. Additional information was requested.